Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the attune femoral component the attune impaction handle broke into three pieces. All pieces retrieved. Was able to complete the surgery with no delay or problems. No surgical delay. All pieces retrieved.

Manufacturer narrative:
Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.